Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
Reported event of premature depletion could not be confirmed. Device image analysis indicated a drop in voltage caused by device current being high due to high programmed parameters. Telemetry, pacing, environmental and mechanical stress test were performed, and no anomaly was noted. Further analysis did not find any anomaly. Longevity assessment was performed, and device had appropriate longevity remaining.